Event description:
False negative advia centaur xp hbc total (hbct) patient results were obtained by the customer on three different reagent lots over a three month period. The negative hbc total results were considered discordant when compare to positive hbc total results when repeated on two alternate hbc total test methods. Depending on the patient's clinical information, the customer performs repeat hbc total testing on index values that are approximately 0.2 to 0.5. There was no known report of patient treatment being altered or adverse health consequences due to the discordant advia centaur xp hbc total assay results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00294 on 12/10/2014 for (B)(6) advia centaur xp (B)(6) results. 02/09/2015 additional information: siemens was provided with17 patient samples for further investigation. Of the 17 patient samples tested on the advia centaur xp, three were (B)(6) for (B)(6) total and fourteen of the patient samples tested (B)(6). The overall minimum and maximum values observed at the customer site were index values of 0.21 to 0.48, and the overall minimum and maximum values observed by siemens were index values of 0.24 to 0.60. The three patient samples that tested (B)(6) for (B)(6) total were right above the cutoff; however the overall assay sensitivity and specificity is not challenged. The patient samples were tested on an alternate (B)(6) total test method and the results were equivocal, positive, or negative. The cause for the (B)(6) advia centaur xp (B)(6) total results observed by the customer is unknown. No conclusion can be drawn. Siemens test results: (B)(6). The instructions for use (IFU) states in the intended use section: "the advia centaur® hbc total (hbct) assay is an in vitro diagnostic test for the qualitative determination of total antibodies to the core antigen of the (B)(6) in human serum or edta plasma using the advia centaur, advia centaur xp, and advia centaur xpt systems. This assay can be used as an aid in the diagnosis of individuals with acute or chronic (B)(6) infection and in the determination of the clinical status of hbv infected individuals in conjunction with other (B)(6) serological markers for the laboratory diagnosis of hbv disease associated with (B)(6) infection. This assay can also be used as an aid in the differential diagnosis in individuals displaying signs and symptoms of hepatitis in whom etiology is unknown." The instructions for use (IFU) states in the limitations section: "the advia centaur hbc total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or edta plasma. Assays for the detection of (B)(6) may not identify all patient samples that contain (B)(6) or potentially infectious units of blood and may generate (B)(6) results. Assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers' assay for specific hbv serological markers. Assay performance characteristics have not been established for the use of the advia centaur hbc total assay as an aid in determining susceptibility to hbv infection prior to or following vaccination in infants, children, or adolescents."

Manufacturer narrative:
The cause for the false negative advia centaur xp hbc total results when compare to positive results when repeated on two other alternate hbc total test methods is unknown. Siemens is investigation further.